Manufacturer narrative:
(B)(4)

Event description:
It was reported "leaking at the y junction via white lumen." Additional information received states " line b visibly stretched was not stretched on insertion." The PICC was removed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associate MDR numbers include: 3006425876-2026-00337 .